Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was where the tubing locks into the site. The infusion set was in use for less than an hour. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010431, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010431 was manufactured according to the work instruction (wi) version 120 and manufactured in the line 10 on 20-nov-2024, with a total of 29,400 units. The sub-assembly, tube gluing of the lot 4l03333 was manufactured according to the (wi) version 2 and manufactured in the machine itl03, on 19-nov-2024, with a total of 30,135 units. The sub-assembly, tube gluing of the lot 4l03334 was manufactured according to the (wi) version 2 and manufactured in the machine itl03, on 21-nov-2024, with a total of 20,286 units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.